Manufacturer narrative:
Seizure; event date approximate.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had a seizure while having dental work and a tooth pulled. It was noted the healthcare provider had not called medtronic for guidelines before doing dental work. No further complications were reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reiterating the seizure they had while having dental work done. They said the neurologist called it cold and shock or something like that. The caller said the patient was shaking really hard and got really cold. The caller stated that the doctor told them to always take antibiotics prior to any dental work.